Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found the failure in the patient circuit valves. The valves had been cleaned and a test run was performed successfully.

Event description:
It was reported that the patient heater temperature is too high. The incident occurred on start up of the device so there was no patient involved. (B)(4).